Event description:
Additional information received on 26-jun-2024, for mw5150682. Correcting procode information.

Event description:
I am seeking a thorough investigation into this malfunction and guidance on the appropriate medical steps to address both the device failure and the onset of new symptoms. This situation raises concerns about the safety and reliability of the device, especially in the context of MRI compatibility and post-MRI functionality.

Event description:
I am seeking a thorough investigation into this malfunction and guidance on the appropriate medical steps to address both the device failure and the onset of new symptoms. This situation raises concerns about the safety and reliability of the device, especially in the context of MRI compatibility and post-MRI functionality.